Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The distributor stated that their customer reported one child to whom the device had been applied had a confirmed blood stream infection. The reporter stated that the product code and lot number is not known. The distributor has asked for more info by email from user facility, (B) (6). Integra has sent a letter by certified mail to the user facility requesting more info. Integra made a follow up telephone call requesting more clinical info. The reporter stated that a full chart review of the event has not been conducted and no further info is available to date. The reporter stated that more complete info will be made available to integra at a later date. The pt is reported to be doing well.